Manufacturer narrative:
(B)(4).

Event description:
It was reported that this event occurred in the patient's room. About a week after the catheter was placed in the pt's right femoral vein, the user reported that "the distal extension line hub got detached from the distal extension line even though the user didn't pull it forcefully". As a result, the catheter was removed and a new kit was opened and used successfully. There was no delay, harm, complication, death, or injury reported as a result of this occurrence.